Event description:
The advocate called for help with the customer's contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer and advocate were not aware of the missing segments, but no adverse events were alleged. The advocate was advised to return the meter for eval. A replacement meter was sent to the customer.